Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer was at 104 at the time of admission. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined since the customer had forgotten to change their sensor and was not wearing it during the incident. The caller also inquired about remote blood glucose monitoring for the customer. The insulin pump will not be returned for analysis.